Event description:
It was reported that an occlusion occurred while using the ilet with a contact detach infusion set, after which the caregiver disconnected the device, powered it down, and administered subcutaneous insulin by pen overnight; blood glucose rose to a reported high of 470 mg/dl and remained elevated until the morning when full supply and sensor changes were completed and insulin delivery resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of back-up therapy with 7.5 units rapid-acting and 16 units long-acting insulin, ongoing hydration, and subsequent return of blood glucose to 98 mg/dl with the patient doing well. Investigation included user troubleshooting, education on filling the cartridge and removing air bubbles, guidance on safe insertion sites, reconnection of the sensor, and full supply change. Investigation of this case revealed resolution after replacement of infusion supplies and resumption of automated delivery, with no reported sensor connectivity issues and fingerstick confirmation of blood glucose while the device was disconnected. It was concluded that the event was consistent with an insulin delivery occlusion associated with the infusion set that resolved after supply change and device restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.